Manufacturer narrative:
The device was serviced by a field service representative. This report will be updated when the evaluation is complete.

Event description:
It was reported that the rover was smoking during a procedure. The account could not provide any additional information surrounding the event.